Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit it does not turn on. There was no reported patient involvement.

Manufacturer narrative:
This is a duplicate of report # 1218950-2016-03539.